Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an hv charge timeout was confirmed in the laboratory via review of the device image. The device was tested with a pair of functioning hv capacitors using automated test equipment, and no anomaly was found. The original hv capacitors were sent to the manufacturer for further analysis, and an internal hv capacitor anomaly was found. The cause of the hv charge timeout was an internal hv capacitor anomaly.

Event description:
It was reported that during a routine follow-up, a device alert indicated that the capacitor charge time limit had been reached. The device was explanted and replaced. The patient was discharged with no adverse consequences.